Manufacturer narrative:
The customer states the vfib and vtach alarms are not getting from the cns (central nursing station) in ICU to conexall on the 1st floor. The other floors are working normally. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer states the vfib and vtach alarms are not getting from the cns (central nursing station) in ICU to conexall on the 1st floor. The other floors are working normally.

Manufacturer narrative:
Manufacture narrative: the customer states the vfib and vtach alarms are not getting from the cns (central nursing station) in ICU to conexall on the 1st floor. The other floors are working normally. Device was returned for evaluation. The unit was evaluated with the bedside monitors, recorder, and printer. All steps in the maintenance check sheet of the service manual were completed and extended testing was performed for 2 days. The issue could not be duplicated. The device was returned back to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.